Manufacturer narrative:
Evaluation summary: the pump was evaluated by a baxter service technician. The reported condition of a broken pump #2 door was confirmed. The door assembly to pump #2 was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.

Event description:
The device was returned for service. During service by baxter, the door to pump #2 was found broken. According to the facility representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.